Manufacturer narrative:
Concomitant product : d314trg crtd, implanted (B)(6) 2012.

Event description:
It was reported that the right ventricular lead was capped and replaced, and noted to be unusable. Follow-up was attempted, but no additional information could be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned, analyzed, and no anomalies were found. The set screw marks on the connector pin were too proximal. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation was cut 3cm and one of two set screw marks were too proximal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was noted to be unusable due to an insulation break observed during a routine device replacement procedure.